Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium and chloride results while using the architect c8000 analyzer. The customer provided the following data: reference ranges: na 135-145, cl 98-109. On (B)(6) 2019: sid (B)(6): na: initial 166.4, retest 142.80 nmol/l, cl: initial 123.5, retest 105.6 nmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service noted that the ict module in use by the customer had discolored or oxidated electrode pins. An evaluation was completed with a second ict module that showed the same discoloration, as the original ict module was not available for return. Testing was performed and imprecision was not reproduced; results for serum sodium, potassium and chloride and urine sodium, potassium and chloride were in range and precision runs were within acceptable limits listed in labeling. Review of the analyzer service history no contributing factors to the current complaint. A review of historical data on the architect c16000 system revealed no adverse trend, systemic issues, or nonconformances. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.